Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided on the medwatch report. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report #mw5145289.

Event description:
User facility medwatch report #mw5415289 received stating: "describe event or problem: as reported, the placement of the 26mm sapien 3 ultra resilia went as planned with a successful deployment of the valve in a native aortic annulus. However, the perclose failed and the team had to place a covered stent over the access site. It was closed without complication. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter did not allege the ew device was deficient in some way and the perclose failure occurred after the removal of the edwards sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." Health effect- clinical codes: 1888- hemorrhage/blood loss/bleeding.